Event description:
Information received by medtronic indicated that the insulin pump had partial display and audio anomaly. Customer stated that the volume of alarms was softer than usual and scratches on the screen was effecting visibility. It was also reported that the insulin pump had diminished battery life, dimmer backlight, and had a crack near the battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.